Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during a video laparoscopic splenectomy procedure, the forceps broke. The device malfunctioned thirty minutes after surgery starts. Some components of the forceps began to stand out-teflon the mandible. Another like device was used to complete the procedure. There were no adverse consequences for the patient.